Event description:
In 2007, a friend of the pt reported that the adhesive of the pt's infusion sets are not sticking well to her skin and they fall off of her body. The pt was very upset in the background during the conversation and she stated that she was "fine and I am going to end this conversation." Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.